Event description:
It was reported that during the system upgrade while attempting to position the lead the physician noted a "tight stick". The physician was not able to manipulate the lead and felt the lead had stretched out when trying to remove it. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments and analyzed. Visual summary analysis of the lead indicated damage at implant. Also, visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.